Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the patient experienced stoma site drainage with redness and small amount of pus from a pimple-like area along with some blood at the stoma site. The patient was afebrile and the patient's spouse reported there was no increase in abdominal pain. The stoma area was cleansed and dried and appeared to look better. On (B)(6) 2018, the patient began treatment with 150 mg of oral clindamycin three times per day for a duration of 7 days for a stoma site infection.